Event description:
It was reported to boston scientific that in 2007, a patient underwent a prefyx pre-pubic sling placement. Sometimes post procedure, the mesh eroded through the anterior wall of the vagina at the mid-urethra. An estrogen cream was applied but did not help. The physician is planning to clip the exposed mesh and re-sling the patient. Patient is fine, no reported difficulty voiding.

Manufacturer narrative:
A review of the specific device history record could not be conducted due to the lot number being unknown. A device history record (DHR) review was conducted on each of the 3 lots from the ship history search. No issues that could be associated with this incident were found. A lot history search was performed on each of the 3 lots, no similar complaints were found. There is no evidence that the device was not used in accordance with the labeling. The risk of this defect is noted within the labeling. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.